Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The device was started up at 10:19:10 on (B)(6) 2024. At 19:42:55, an arrhythmia was detected. ECG shows asystole CPR/motion artifact. The rhythm then degraded vf with CPR/electrode lead fall off. The device properly detected vf. CPR/electrode lead fall off prevented lifevest from treating the patient. The electrode belt was disconnected at 19:43:23 on (B)(6) 2024.

Manufacturer narrative:
The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.